Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the provided photographs, a root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat tissue pad was peeled. There was no patient involvement.

Event description:
No additional information received.

Manufacturer narrative:
Additional fields: d9 - device available for evaluation, d9 - date returned to mfg. Corrected fields: d4 - lot #, h4 - device mfg date. This report is being supplemented to provide information regarding device return. The previously reported failure which was assessed based on the provided photographs was confirmed. Olympus will continue to monitor field performance for this device.